Event description:
The customer alleged visual alarm with no audible alarm. The reporter could provide no additional information regarding what alarm was believed to be violated. The customer's biomed department inspected the device and could not duplicate the alleged event. The unit passed extended self testing. As a precaution, the alarm assembly and power switch were replaced. It is not verified that there was no audible alarm, and no malfunction may have occurred. There was no patient death, injury or change in therapy as a result of the malfunction.